Event description:
It was reported that a user unlocked the ilet and observed the device initiating a fill tubing process while still connected to the infusion set, with the on-screen volume showing 0.0 units; the user disconnected, performed a press-and-hold to verify flow, observed drops immediately, then resumed delivery, and was counseled to disconnect before any fill action in the future. Symptoms included no adverse clinical effects and a reported blood glucose of 131 mg/dl. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included product-use review and troubleshooting with user education. Investigation of this case revealed normal device function with user-initiated fill tubing while connected, appropriate performance of the infusion set and tubing, and successful verification of flow prior to resuming therapy. It was concluded, based on previously established findings for similar reports, that the cause was use error related to initiating a fill procedure while connected, mitigated by education on proper technique.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.